Manufacturer narrative:
Sample diluent a and s0 calibrator were tested and did not meet assay performance criteria linearity specification. This event will be further evaluated and investigated. Note: this reportable event was identified during a retrospective review on (B)(6) 2011 of complaints for additional reportable events.

Event description:
A linearity study was performed at beckman coulter inc., (bci) on rubella igg assay to verify use of wash buffer ii (wb ii) as a diluent. Wb ii, sample diluent a, and s0 calibrators were processed during an internal dxi onboard dilution linearity study to qualify wb ii as an additional assay diluent. Wb ii, sample diluent, and s0 calibrators did not meet the assay performance criteria linearity specifications. No patient results were generated in this event. Patient treatment was not affected.